Event description:
It was reported that piece left in patient.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2018-00854; 508-32-101, s801 - device cracked/broke, primary surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.